Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. The pcbs in the workstation were re-seated and the nodes were flashed and re-loaded. The system was tested and found to be functioning as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had intermittent cold boot communication failure error codes. A reboot would restore function.